Event description:
The vascular access site was the femoral artery. It was further reported that the lesion was 100% stenosed and the vessel was mildly torturous and mildly calcified. Difficulty crossing the lesion and resistance while advancing the guide wire were reported. When the guide wire was advanced, the guidewire kinked and broke at the stenosis. The procedure was not completed due to this event.

Manufacturer narrative:
Describe event or problem, therapy dates and desc: updated. Describe event or problem: corrected from during withdrawal the guide wire tip detached to during advancement the guide wire kinked and broke at the stenosis. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a guide wire tip detachment occurred. The target lesion was located in the tibialis posterior artery. A (B)(4) platinum plus guide wire was successfully advanced and the procedure was completed. During withdrawal of the guide wire through an unspecified catheter, 4cm of the guide wire tip detached, and subsequently was removed via surgical intervention. The procedure outcome is unknown. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Event description:
The vascular access site was the femoral artery. It was further reported that the lesion was 100% stenosed and the vessel was mildly torturous and mildly calcified. Difficulty crossing the lesion and resistance while advancing the guide wire were reported. When the guide wire was advanced, the guidewire kinked and broke at the stenosis. The procedure was not completed due to this event.

Manufacturer narrative:
Device evaluated by manufacturer: visual, microscopic, tactile and sem analysis of the returned device revealed a damaged spring tip. The corewire was fractured at the distal tip section and the spring coil was elongated and fractured. All of the device measurements were within specifications. Sem analysis revealed the fracture site exhibited evidence of compression and tension indicative of bending action. The fracture surface exhibited fatigue striations and dimpled ruptures in tear. No material anomalies were found. The core wire fractured due to fatigue in a cyclic bending overload motion. The end of the spring coil was rounded off showing no fracture characteristics. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).